Event description:
The recent download from a (B) (6) male pt revealed several "gel release" and "belt unusable" flags. The original "gel release" flag was associated with an arrhythmia alarm. Support contacted the pt to see if he is alright. Support had to leave a message. Support contacted the pt again and the pt's wife stated that the pt had received an ICD on (B) (6) 2009. Support put the electrode belt on complaint to be evaluated.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The electrode belt was found to have a manufacturing defect in one of the rear therapy electrode (te). There was a defective solder connection for a gas generator wire. The te was replaced and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is a manufacturing defect and is a rare occurrence. No adverse event resulted from the faulty electrode belt.